Event description:
A new balloon was opened to correct the condition. The surgical time was extended as a result of the problem.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a totally extra peritoneal procedure, the dissection was normal but the balloon burst while being inflated inside the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker preperitoneal dist balloon. The balloon was received broken. The dissector balloon could not be inflated due to the broken balloon. Product analysis suggests the product was not used in a surgical procedure. A review of the device history record indicates this device lot/serial number was released meeting all medtronic quality release specifications at the time of manufacture. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.